Event description:
As reported for this event by the customer, during a therapeutic deep endometrial coelio with bilateral salpingectomy procedure, the teflon pad of the device melted. A new similar device was used for the rest of the procedure. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time.supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
The returned device has been evaluated. Correction is being made to product return date. This supplemental report is being submitted to provide this information. Please see the updates in sections: d9, g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the device probe is broken at 13.7 mm from the distal end site. The broken piece of the probe tip was not returned. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the scratches were progressing from the cracks. No scratches or contact marks were observed on the non-insulated area of the grasping section. The tissue pad in the grasping section was worn. The tissue pad is burnt. The metal part of the grasping section is not visible through the tissue pad. The coating of the grasping section was partially peeled off. The investigation result alone cannot identify the cause of the broken probe exactly. Based on the past investigation results, a likely cause of the probe breaking might be the following: 1) during the output activation in seal and cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal and cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. The wearing of the tissue pad likely occurred by the following reason: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.